Manufacturer narrative:
(B) (4). Several co-morbidities; stent thrombosis, mi. Secondary intervention: thrombus aspiration, pcps.

Event description:
A 2.75mm diameter x 24mm length endeavor rx drug-eluting coronary stent was deployed into a pt. The target lesion located in the lcx #11 was described as at bifurcation, exhibiting 50% stenosis. During procedure, two other endeavor rx drug eluting coronary stents were deployed at lad #6 and at lcx #7 (MFR report #2953200-2010-00165-00166) it was reported that good dilatation of the stents was confirmed after procedure; however, 2 weeks post implant the pt developed cardiogenic shock during dialysis at the hospital emergent cag confirmed a thrombus at lmt. After aspirating thrombus, percutaneous cardiopulmonary support system was used to support the blood flow. The physician commented that given the pt specific background, multiple risk factors for stent thrombosis including severe calcification (under expansion), lmt bifurcation and lcx small vessel would have caused this event.